Event description:
It was reported that the customer received a no delivery alarm on the insulin pump. Customer was trying to prime a new infusion set and after 3 units, he received a no delivery alarm. Customer's blood glucose level was 280 mg/dl. Troubleshooting was performed but the insulin did not exit the tubing. Customer was advised to assemble a new infusion set with current reservoir. Customer was running low on insulin and did not want to waste any insulin. Test was not complete. Customer was advised to return the infusion set. Customer was able to push insulin with the new set and prime the tubing. Customer continued pump therapy. No further assistance needed.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.